Event description:
It was reported that the ventricular lead was explanted and replaced due to high impedance and thresholds. The impedance trends showed that the impedance had been high for more than a year and a half. There have been no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.